Event description:
It was reported that a patient connected to the patient line during priming of the lines for peritoneal dialysis therapy on the homechoice device. The home patient stated that they thought the device said to connect and they did, followed by pressing go to start therapy. However, the device then went to prime, so the patient pressed stop. The technical service representative (tsr) instructed the patient to start over with all new supplies. The tsr had the patient close all the clamps and then disconnect. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient was connected to the patient line before the prime had completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.